Manufacturer narrative:
Initial reporter state/province: (B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visula evaluation noted that the stent was returned loaded to the delivery system and did not present any damage. The distal section of the guide catheter was detached and was not returned. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the distal section of guide catheter was detached. An additional force could be applied to the unit during the procedure due to some resistance that contributed to the issue reported. If there is some resistance, the user has to determine the cause of it and take some remedial action,. Also the catheter has to be gently retracted to release the stent. Therefore, it is most likely that operational factors such as handling and technique could contribute to the reported complaint. The damages in the device could also contribute to the reported complaint since the stent was not able to be released and placed. Therefore, adverse event related to procedure adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
T was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the ostial of the duodenal papilla, performed on (B)(6) 2020. According to the complainant, during stent deployment, the stent could not be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter broke therefore this event has been deemed an MDR reportable event.